Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) pertain to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that on saturday from 4 p.m. To 2 a.m. They voided every other hour and noted that they slept for 4 hours that night, but was soaked when they woke up. The patient stated that they were very tired and that they had never slept for 4 hours before. The patient noted that the day before report they voided every 30 minutes to an hour. The patient stated that the night before report they were up every hour and thought that they pulled a wire. The patient noted that when they sat down it pinched them and that the right side was not working at all, they were currently testing on the left side. Additional information was received from the patient on 2017-sep-19. The patient reported that they had not been feeling well and had not been eating properly. The patient noted that they had not had a bowel movement since the evaluation started. No further complications were reported or were expected.